Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during impedance check a noted impedance on left vim at contact 0 >5k in monopolar review. Patient was being seen for a pocket revision to secure implantable neurostimulator (ins) within facia. No hardware changes made during procedure. There is no stimulation being delivered at contact 0 within current group settings. No know factors to determine impedance. Manufacturer representative (rep) reports issue was not resolved at time of report. Additional information was received from manufacturer representative (rep). Rep reported the cause of the high impedances was unknown. Rep reported there will be no more actions taken to resolve the impedances and the impedances have not been resolved. Rep reported the pocket revision was performed due to the implantable neurostimulator (ins) appeared to no longer be tacked down w sutures and patient was able to move ins freely under facia. Rep reported the cause of the ins no longer appearing to be tacked down was unknown. Rep reported troubleshooting included the pocket being opened and ins tacked down w suture and secured to facia under muscle tissue. No other hardware changes were made. Rep reports the issue is resolved. The information was confirmed by a physician.